Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the continuous glucose monitor graph appeared to have shifted over on the screen and is only partially visible. Customer's blood glucose was 158 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.